Event description:
It was reported that the ultrasonic surgical device displayed an error when it was connected to the transducer for a check; it was found broken at the tip during use inspection. The intended procedure was completed using a new device, and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The probe was found to be ruptured at 14 mm from the tip. Additionally, there was a scratch around the break of the probe. When observing the fracture surface of the probe, it was found that the rupture was progressing from the scratch of the probe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the rupture of the probe occurred by the following mechanism. 1) when outputting a probe check, the probe came into contact with hard tissue, metal, or surgical equipment, and the probe was scratched. 2) because some kind of load was applied to the probe, cracks started from scratches. Also, an error occurred . 3) load was applied to the probe and it broke. The event can be detected/prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. This product is intended for soft tissues. Do not output with the tip of the probe grasping hard tissues such as bone or calcified tissue, or metal clips, stapler needles, other surgical equipment, forceps, etc. If the probe tip is scratched, or the heat generated by friction between the probe tip and a hard substance causes severe wear, deformation/tearing, or partial peeling of the tissue pad, and contact between the probe tip and the metal of the gripping part may cause the probe tip to break before an error message is displayed or a warning sound is sounded. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Never touch or grip the tip of the probe with hard objects such as metal clips, stapler needles, or other surgical devices (e.g., uterine manipulators). Also, be aware that the tip of the probe may come into contact with these hard objects without realizing it. Ultrasonic vibration may cause scratches on the tip of the probe, causing damage or falling off. In addition, high-frequency currents can flow through these metals, causing spark discharges that can lead to thermal burns, which can lead to deterioration of functionality". Olympus will continue to monitor field performance for this device.